Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported their teeth are discolored and there is inflammation in their gums. Their top teeth are shifting to a worse position than they were prior to starting treatment. Current aligners fit with in normal limits. Requested a clear photo of discolored teeth and arch photos. Provided information on gum tissue discomfort. Updated photos received, not seeing discoloration or inflammation for the area concerned.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.